Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. The reported problems were verified. During bootup the pump started double beeping with a "no disposable" alarm. When the uso was pressed the alarm stopped. According to the investigation, this indicates a bad cassette detect sensor (stuck high). The lec 1870 error did not reoccur but the motor sounded different and took longer to make a revolution than normal. The revolution counter was over 2 m. Further investigation found significant scratching on the pump lens. According to the investigation, wear and tear caused the reported problem. Service's will replace the pump dso, motor, and lens to correct the reported problem.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette and lec 1870 alarm". It was also reported that the pump had screen damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.